Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation training manual, and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficult to track system through anatomy was unable to be confirmed as the device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "tip capture in the abdominal aorta occurred due to the patients tortuous descending thoracic aorta." It was also mentioned that there was slight device tracking friction due to angle made by patients coarctation. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, causing the delivery system with crimped thv to catch on patient anatomy and resulting in the reported difficulty in tracking through anatomy. In this case, a definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, tip capture in the abdominal aorta occurred due to the patients tortuous descending thoracic aorta. It took some force and tip deflection to work the delivery system and valve through the very tortuous descending, but the operator was able to cross the annulus with the valve. As the operator was adjusting for valve position, the patients pressure dropped. The decision was made by anesthesia to give the patient medication to boost the pressure up. The valve was deployed with no issues but immediately the patients pressure dropped again and chest compressions were performed in addition to medication to increase blood pressure. The patient was resuscitated and after some anesthesia manipulation appeared to be stable. The echo showed a pericardial effusion. The angio did not show a leak at the root or outflow tract. The echo and intravascular ultrasound (ivus) were used to assess and there was an aortic dissection that appeared to have a tear distal to the left subclavian and another fenestration at kink/bend in mid descending. The dissection also appears to extend retrograde to the root but there was no blood flow or filling. All filling of dissection extended antegrade per echo and ivus. The patient's directive did not allow for blood transfusion and open conversion was not an option. With the patient appearing stable, the decision was made to bring patient back to ICU. About 1.5hrs later in the ICU, the patient coded and expired with the patient's family electing to stop resuscitation. Per report it is unknown what caused the dissection, the assumption is the dissection occurred from either the passage and/or the force of advancing the delivery system over the guidewire, or during insertion of the stiff non-edwards wire, or possibly when the valve and delivery system were advancing around aortic arch. Further follow up indicated that there was slight device tracking friction due to the patients coarctation. There was no allegation of device malfunction leading to the dissection. The device will not be returned for examination.